Manufacturer narrative:
E.1. Initial reporter address: (B)(6). Investigation summary: bd received 4 photos for investigation. The indicated failure mode was not observed in any of the photos. The piece of cotton visible at the level of the plunger is not foreign material it is an intended component of the syringe design, used as part of the internal sealing and absorption system. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd preset¿, a piece of white cotton wadding was seen inside of one device. No adverse impact was reported regarding the patient or user.